Manufacturer narrative:
On 4/3/2019, the mentor failure analysis lab received the device for evaluation. Additional information received on 4/24/2019 indicated the patient experienced bilateral ptosis and capsular contracture baker grade unknown on the right side. The device was identified as a saline mentor smooth round moderate profile 425cc, catalog number 3501670, lot number 5932954. Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately < 0.1 cm within a crease and an area of shell abrasion located on the posterior aspect. No other anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 5932954 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced itchiness and deflation on the left side. As a result, the patient underwent removal on (B)(6) 2019.